Event description:
An adverse event was reported under e-select study and indicated approx 3 mos post cypher select 3.00x28 stent implant to the posterior descending artery (pda), there was in diffuse in-stent (>10mm length) restenosis. There was no evidence of a myocardial infarction; however, there was evidence of definite stent thrombosis confirmed by angiography. Consequently, target lesion revascularization was completed with another cypher select plus 2.75x13 stent. This event was graded as severe and the relationship to the study devices or any other cordis devices and the index procedure was determined unrelated.

Manufacturer narrative:
The following add'l index procedural info was provided. The index procedure was completed same day as enrollment (main indication for intervention was not provided). Three-vessel disease extend was noted. No staged procedure was planned. Number of lesions treated during this procedure was one. Heart rate at the beginning of the procedure was 75 with blood pressure of 147/78 and left ventricular ejection friction (calculated or estimated) was not available. Medication(s) at time of index procedure was aspirin bolus 250 mg, >2-6 hours before procedure loading dose of clopidogrel 300 mg and unfractionated heparin. Gpiibiiia inhibitor was not administered. The target vessel was the native vessel of the posterior descending artery (pda). Vessel diameter was 3.00mm with 25mm lesion length. The lesion was de novo, non-ostial, non-bifurcated, smooth, eccentric, little or no calcification, classified as type b1. Vessel accessibility was moderate tortuosity of proximal segment. Thrombus was absent. Preprocedure diameter stenosis was 85% with grade 3 flow. The lesion as predilated with a 2.5x20 balloon at maximum inflation pressure of 16 and a cypher select plus stent was deployed at maximum inflation pressure of 12 atmospheres with satisfactory results. The stent was postdilated with a 3.00x10 balloon at maximum inflation pressure of 22 atmospheres, as the stent was not fully expanded. Intravascular ultrasound and thrombus aspiration were not completed, as well a distal protection device was not used in this procedure. Visual estimated postprocedure stenosis and timi flow grade was not indicated. There was no report of adverse effects or product malfunctions during this index procedure. Medications postprocedure were aspirin 160mg and clopidogrel 150 mg. The pt was discharged oct 5, 2007 on the following medication regimen: aspirin 160 mg- permanent, clopidogrel 75 mg- 6 mos, satins, ace inhibitors or angiotensin receptor blockers, and beta blockers. The involved device is not available for evaluation and testing. However, any additional info will be submitted within 30 days upon receipt. This device is not distributed in the us; however it is similar to the us distributed cypher sirolimus-stenting coronary stents.